Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the local display was not working on roller pump as it had gone blank. The roller pump info was delayed on central control monitor (ccm). The roller pump was being used in the sucker position at the time of the reported event. The device was not changed out as the user does not have a backup device. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Customer did not know he had his own service tech from a third party supplier. Customer canceled this service call.